Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07346. Concomitant medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset catalog#: 65771101520 lot#: unk. Unknown zimmer neutral longevity liner catalog#: unk lot#: unk. Unknown trabecular metal cluster zimmer cup catalog#: unk lot#: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a aspiration of the left hip approximately 5 years post primary surgery, due to fluid collection. During the medical intervention, dark brown fluid was discovered and removed.